Event description:
According to the information received, a 25mm amplazter cribriform occluder (aco) was used in attempt to cover two atrial septal defects in a patent with a small atria. The defect measured 12-13mm via tee and fluoroscopy and a very floppy septum was noted, but there was a sufficient aortic rim. The aco was released from the cable, but slipped partially into the patent foramen ovale (pfo) tunnel. The aco had to be removed by using a snare and was replaced with a 35mm amplatzer pfo occluder. No patient complications were experienced.

Manufacturer narrative:
During manufacturing, the devices underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed all three devices successfully completed these tests. The results of this investigation are inconclusive because the product was not returned for analysis. Sjm requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.

Manufacturer narrative:
One cd with fluoroscopic images was provided by the customer and reviewed by sjms medical consultant with the following findings: the images showed a 25 mm device being deployed and released. The device was then snared and images show the device being pulled into the sheath. Finally, a 35 mm pfo device was seen in the atrial septum. An angiogram into the right atrium revealed that the right atrial disc was well seated and in an appropriate location. The 25mm amplatzer cribriform (aco) was adequate for the defect, but if it was used with the intent to cover both defects, the device was small for that purpose. The cause of the migration did not appear to be device related but rather related to patient anatomy and device selection for this procedure.